Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient underwent cardioversion procedure and since this procedure has been in extreme pain in the neck, voice alteration, and coughing that they normally do not have with stimulation. The patient device was disabled with magnet causing the pain, voice alteration and coughing to resolve. The patient device was interrogated with settings output current was at 1.25ma. However, from patient recollection they were last programmed to 0.5ma from what she remembered when last in michigan however she thinks the physician set up automated setting increased. She could not tolerate 0.75ma so they had kept it at 0.5ma. System diagnostics were run, and all were normal. Settings were then programmed to 0.5ma normal mode/ 0.625 autostim/ 0.75 magnet. She tolerated this and said it felt like before, she could feel it a little bit and could hear it in her voice, but it was not painful and there was no coughing. No additional relevant information has been received to date.

Event description:
Per the communication from the patient's physician at the time scheduled programming was halted the patient would have been at 1.25ma output. As the physician indicated that the patient likely forgot about the scheduled programming, and the setting the patient was found to match the intended scheduled programming at the time of disablement of scheduled programming. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Event description - correction - inadvertently did not include information regarding schedule programming disablement in supplemental MDR #1

Event description:
Information was received from dr. (B)(6) with current setting for patient and previous settings. The patient was set to scheduled programming before leaving for (B)(6) for the winter. No additional relevant information has been received to date.